Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: during investigation, the black box showed multiple ¿cs078¿ alarm.the battery compartment and cap are undamaged and able to fit. The¿ez-prime¿ steps were performed correctly, with no ¿cs078¿ alarms duplicated during investigation. Unable to duplicate ¿cs078¿ complaint. Unrelated to the original complaint, the pump¿s cover was removed, moisture corrosion was found to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.